Manufacturer narrative:
Device remains implanted.

Event description:
A former subject in the (B)(6) clinical trial, whose original investigational radio frequency system (anterior lead, posterior lead, and investigational rf neuroregulator) was implanted on (B)(6) 2008, underwent conversion to the maestro rechargeable system on (B)(6) 2016. At the conversion implant, the posterior lead was replaced and the investigational rf neuroregulator was replaced with the model 2002 rechargeable neuroregulator (rnr). The original anterior lead, implanted on (B)(6) 2008, was not replaced. On (B)(6) 2016, a low impedance alert was encountered and cleared. At this time, the test amplitude for his system was increased from 1 to 3 ma, which is typically done at the first follow-up visit. On (B)(6) 2016, the patient experienced a red light when attempting to charge the rnr. On (B)(6) 2016, during a clinic visit, a low impedance alert (code 4) and associated too many therapy retries alert (code 25) were encountered. These alerts were cleared and the red light did not re-appear during the visit.